Event description:
It was reported that the patient presented for follow-up after the implantable cardioverter-defibrillator delivered multiple inappropriate shocks. It was determined that the device incorrectly diagnosed supraventricular tachycardia (svt) events as ventricular tachycardia. The physician decided to implant an atrial lead to improve svt detection. The device was explanted and replaced with a dual-chamber generator. The patient was stable.

Manufacturer narrative:
The reported field event of inappropriate therapy and sensing problem was not confirmed. Visual inspection of the septum and setscrew did not find any anomaly that could have contributed to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
Correction: h6 - investigation conclusions.